Event description:
It was reported that the programmer generated an error message at start-up. The programmer was replaced with another programmer. It was further noted that the radio frequency programmer head was not working. The programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the radio frequency (rf) programmer head was returned and analysis confirmed the customer comment that the rf head did not work. Its cable was found to be out of specification electrically and was replaced. The head then passed all console and systems tests. (B)(4).

Event description:
It was reported that the radio frequency programmer head was not working. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 2090am programmer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.